Event description:
The patient reported that after a 5 month duration, she has moderate stenosis. The patient would like to know how common is this. Reportedly, the 2nd echo at 8 1/2 months still indicates moderate aortic stenosis with higher gradient numbers.

Manufacturer narrative:
Device not returned. The event was reported by the patient. Due to hippa regulations, we are unable to provide you with the patient's personal information.